Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
It was reported that when the user tried to dilate the stricture, the balloon would not inflate. They then removed the balloon and attempted to inflate it outside the patient, and they found that there was a hole in the balloon. There were no injuries or additional procedures, and no pieces of the device remained in the patient.